Manufacturer narrative:
At this time no conclusions can be made regarding the ventralex hernia patch used to treat the patient. The patient's attorney did allege an explant procedure; however, no details have been provided. A manufacturing review was performed which found that the device provided was manufactured to specification. The implant date provided, is an estimated date based on the year of implant. Addendum: this is an addendum to the initial emdr submitted on 04-dec-2019. Patient¿s attorney provided additional information (date of implant) about the alleged event. Therefore, a supplemental emdr was submitted. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per the patient's attorney, the patient underwent surgery for implant of a ventralex device in 2013. It is alleged that on (B)(6) 2019 the patient underwent surgery to remove her ventralex hernia patch. Addendum as per legal claim. Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made regarding the ventralex hernia patch used to treat the patient. The patient's attorney did allege an explant procedure; however, no details have been provided. A manufacturing review was performed which found that the device provided was manufactured to specification. The implant date provided, is an estimated date based on the year of implant. Should additional information be provided a supplemental emdr will be submitted. Device not returned for evaluation.

Event description:
Per the patient's attorney, the patient underwent surgery for implant of a ventralex device in 2013. It is alleged that on (B)(6) 2019 the patient underwent surgery to remove her ventralex hernia patch.